Event description:
Customer reportedly received a result of 400mg/dl and passed out shortly after. The paramedics were called and tested customer at 34mg/dl approximately an hour after customer's result. The paramedics administered a glucose IV to elevate his blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.